Manufacturer narrative:
D9: updated the devices return information . The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 82-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of coronary artery disease. During device setup, the aic displayed an alarm indicating that the optical sensor was not detected. The catheter was inspected, and light was confirmed through the plug-in area. After re-plugging the device, setup was completed successfully. The impella initially ran normally without issues. Approximately 20 minutes later, a controller failure alarm occurred, during which the ao and lv waveforms disappeared, although motor current, flows, and purge parameters remained stable with no loss of support. The controller was exchanged from aic (B)(6) to aic (B)(6), after which the device operated normally with no alarms. There was no harm or loss of support during the alarm or during the controller exchange. The reported events are controller failure, medical device removal, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.